Event description:
It was reported that following a lumbar fusion surgery, closure top loosening occurred. The patient had sequoia instrumentation and puros dbm with chips implanted approximately 6 months prior to presenting with back pain that was getting progressively worse. An x-ray revealed pseudoarthrosis and partial loosening of the closure top allowing motion of the rod. The patient is reported to have very hard bone. Revision surgery was performed and the instrumentation was successfully replaced with another sequoia construct using larger screws.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.